Event description:
It was reported that during a right knee replacement surgery the insert could not be worn with the tibial tray causing a delay for more than 30 minutes.

Manufacturer narrative:
The associated genesis ii ps insert was returned and evaluated. Visual inspection of the polyethylene insert showed deformation to the anterior face but no sign of deformation of the anterior locking mechanism. The deformation to the anterior face was likely due to impact force during insertion or extraction. The posterior locking detail appears to never have been engaged with the tibial baseplate tray. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert not seating was not able to be determined. A clinical evaluation indicated that all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Although there was an intra-op delay of 30-60 minutes reported, the procedure was completed and the post-op film reportedly suggested the "prosthesis had good congruence and was well fixed". No patient injury was reported and the treatment outcome was "cured". No further medical assessment is warranted at this time. Our investigation included a review of complaint history for the listed part which revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.